Manufacturer narrative:
The product was returned for analysis. The iol was returned in a plastic measuring tube. No identification of iol received. Iol was received cut in a half. Both haptics and a segment of the optic are broken/torn and not returned. The optic is scratched/marked - rejectable. The root cause is deemed to be manufacturing related. Based on the results from the product history record, the products met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens implant procedure, the patient experienced refractive error due to capsular fibrosis therefore the haptics were cut and only the split lens body was removed. A 3-piece sulcus iol was placed as the anterior and posterior capsule were glued together. Additional information has been requested.